Event description:
Problem: a patient in the ICU was receiving medication via the infusion pumps when the pump controller went into a "system failure" alarm condition. Corrective action/recommendation: according to the manufacturer, when the device goes into an alarm condition, the pumps are designed to continue pumping at the rate last given to the pump. The nurses said they did not continue pumping. They were replaced with another complete setup. The malfunctioning configuration was sent to biomedical engineering, and later to the manufacturer for an in-depth analysis. The biomed in-house preliminary findings after downloading the error log revealed the controller did have a communications failure. We are waiting for an equipment analysis report from the manufacturer